Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/06/2025, it was reported by a sales representative via (B)(4) that an ar-1510hr side release retro constr handle was broken. The tightening bolt was not functioning. It appears that the cross bar keeping the wheel in place was missing. This was discovered during the case. Another device was used to complete the case with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is confirmed by the attached picture, which shows the knob detached from the device due to lost pins. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to wear and tear damage resulting from repeated tightening of the knob and extended use of the device in the field.